Event description:
The customer who hospitalized for hyperglycemia. Piror to the event, the customer had unexplained hbgs, also, the customer stated they were vomiting and had dehydration. It was indicated that the md believes the pump was not functioning properly. At the time of the call, the customer did not have the pump with them. It was noted that the customer will call back to troubleshoot. No further details.